Event description:
It was reported that the lead exhibited intermittent loss of ventricular capture. A revision was attempted, at which time it was noted that the lead had dislodged. As the physician was unable to securely place the lead, it was explanted and replaced. Upon explant, the lead was noted to be missing a tine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received, the lead was found to be missing two tines out or four. The cause for the damage is unknown. The lead exhibited normal electrical characteristics.